Manufacturer narrative:
Upon receipt of additional information it was determined that this event did not involve smith and nephew devices. Please therefore disregard this report. A follow up submission will be made regarding the patient's prior revision surgery, under our ref. 3005975929-2019-00228.

Event description:
It was reported that bilateral hip revision surgery (this side left) was performed due to metallosis, as indicated by grayish black staining of the tissue near the left implant.